Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm6 13.2, -04.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Reportedly, problems with distance ucva post 1 month was observed. The lens was replaced with a same length different model (vicm5 13.2 -04.00 diopter) on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6 13.2, -04.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Reportedly, problems with distance ucva post 1 month was observed. Lens remains implanted. Per the reporter on (B)(6) 2021, lens exchange is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.